Event description:
The pt tested his blood glucose on suspect device and received an error message. He did a visual confirmation and his blood glucose was 250 mg/dl. He took insulin based off of this reading. About 2 hours later he was found unconscious. His wife administered juice and food.